Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a prostyle device after an interventional procedure. Reportedly, during use of the prostyle device, a cuff miss occurred. When the plunger was pulled out, the suture did not follow. Resistance was felt when returning the lever to its original position, and it is possible that the foot was not properly retracted. Resistance was noted during removal of the prostyle device and the device was forcibly removed. Upon inspection of the retrieved device, the posterior foot was found to be damaged. There is a possibility that the foot remains inside the patient's body. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - against resistance.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported foot separation and needle to cuff miss were confirmed. The reported difficult to open or close the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances. It is possible that a posterior needle deflection during deployment occurred due to an interaction of the device with patient anatomy contributing to the posterior needle to miss the cuff and subsequently striking the posterior foot inducing or contributing to the separation. This type of damage can weaken the foot. Further, the attempt to close the foot ¿returning the lever to its original position¿ may have resulted in the suture being caught in the foot thus contributing to the resistance encountered closing the foot, removing the device and ultimately separation of the posterior foot. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.